Event description:
The customer reported the system locked up during boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The customer decided to perform repairs and cancelled the service call. No ge service was performed.